Event description:
It was reported that during a low anterior resection procedure, the device fired fine the first time. The device was reloaded with a cr40b cartridge. The device cut but no staples deployed. The device was reloaded again with a cr40b and the device fired fine. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device was received. The analysis results showed that one cartridge reload was received in good visual conditions and void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was received for analysis. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.